Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02451. The patient received an scs system, including two percutaneous leads (of the same lot) and an ipg, on (B)(6) 2008. It was reported the patient presented to the clinic reporting the ipg was not charging properly and would not hold a charge. According to the patient, the ipg will only charge for approximately 20 minutes before indicating it is fully charged. Diagnostic testing of the leads found high impedances resulting in high ipg outputs. The physician has indicated the leads will be explanted and replaced; however, no date of service has been determined as of yet. It is not clear whether or not the ipg will also be replaced at that time. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a full lead was returned to the manufacturer and analyzed. Visual analysis noted instrument marks throughout the out tubing and a crack in the inner tubing. A severe kink was noted approximately 21 cm from the stimulation end and floating wire fragments could be seen within the inner tubing cavity. No functional testing could be performed due to the condition of the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.